Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research (B)(4)). Details of this activity were discussed with (B)(4) office of compliance (B)(4) during a tele-conference on "05/31/201." Assuming worst case during surgery, this may cause injury to the patient, hence it is reportable. The risk is possible retinal ischemia. There is information if the patient was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
The iop (irrigation pressure) on the machine reached to maximum 150mmhg by itself during the procedure. This can cause too critical medical complications. No error messages.